Event description:
It was reported that the patient's stimulation was turning off. It was noted that during a reprogramming session back in (B)(6), the patient was getting good therapy but recently the stimulation was 'cutting out." Additional information was requested for further interventions/treatments performed and patient outcome from event.

Manufacturer narrative:
Lead model 39286-65, serial #(B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37743, serial #(B)(4).

Manufacturer narrative:
(B)(4).